Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "blood ran well until 30 minutes before infusion was complete. Pump started to alarm air bubble non stop. All trouble shooting measures taken. Pumps switched twice, consistent alarming continued with both. Nurse was finally forced to stand with pump and manually push the 5 ml prime button until blood and flush were complete." Action(s) taken: followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air. Medication / fluid: packed red cells. IV rate: 130 ml/hr. Other details: blood ran well until 30 minutes before infusion was complete. Pump started to alarm air bubble nonstop. All trouble shooting measures taken. Pumps switched twice, consistent alarming continued with both. Nurse was finally forced to stand with pump and manually push the 5 ml prime button until blood and flush were complete. Alarm events: air in line - not visible and unresolved.